Event description:
It was reported that the device was replaced. The device system was used to deliver morphine and baclofen. No additional information was received.

Manufacturer narrative:
Product ID: 8709sc, lot# n175622003, implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis of the pump found a gear train anomaly: corrosion. There was motor stall and recovery in the logs. After doing destructive analysis the technician noted significant residue on the upper shaft of gear 2. This may have been the cause of the motor stall.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).